Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2004 and (B)(6) 2010 mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, organ perforation, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2005 and on (B)(6) 2010 for medical necessity. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05482. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05482. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency, incontinence, dysuria and urinary tract infection.